Event description:
It was reported that the lead exhibited high threshold and the patient coughed during pacing. Insulation damage was noted at explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was abraded at 5 cm from the lead tip, most likely due to friction to the cardiac valve. The lead exhibited normal electrical characteristics.